Manufacturer narrative:
(B)(4). Catalogue number was changed from cds02st to cds01st. There was no reported device malfunction associated with the cds. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of death and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclips remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: the study physician has now assessed the patient death as unrelated to the mitraclip device and procedure. On (B)(6) 2014, the patient had worsening shortness of breath treated with hospitalization. On (B)(6) 2014, the patient had pneumonia treated with medication while in the hospital with congestive heart failure. Prior to the patient's death on (B)(6) 2014, the patient had respiratory failure. The immediate cause of death was respiratory failure. These additional patient events were also considered by the study physician as unrelated to the mitraclip device and procedure. No additional information was provided.

Event description:
This mitraclip report is filed for the congestive heart failure and patient death.it was reported that two mitraclips were implanted on (B)(6) 2010 in the patient with mixed etiology mitral regurgitation (mr) reducing the mr from 4 to 1-2. More than four years later, on (B)(6) 2014 the patient was admitted to the hospital with congestive heart failure. The patient was treated with medication and kept on comfort measures. The patient expired on (B)(6) 2014. The study site indicated these events are remotely related to the mitraclip devices, but are not related to the clip procedure. There was no additional information provided.